Event description:
It was reported that the hcp (health care professional) was unable to refill the pump. The patient was taken to the operating room in 2008 for a revision to flip the pump back upright. When the pump pocket was opened a thick, purulent, yellow fluid was noted. The hcp decided to explant the entire device system. The patient was admitted to the hospital for observation and antibiotics. The report indicated that the patient was discharged at about one week later. The pump was used to deliver morphine; concentration and dosage were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.